Event description:
The customer contact reported the device cassette door would not open/close with a cassette alarm and the device was not able to be reset. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device alarmed with an s321 (motor error - pmc, left) malfunction alarm code.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.